Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, after deployment of a 29mm sapien 3 valve in the aortic positon, difficulty was encountered during withdrawal of the commander delivery system through the 16fr esheath. The commander delivery system was retracted back towards the aortic bifurcation, some excessive force was needed. Fluroscopy revealed a substantial opening at the distal end of the sheath. Some force was applied to the commander delivery system in an attempt to remove it into the sheath with no success. A decision was made to remove the sheath and the delivery system simultaneously and access closure devices would be used to control any bleeding. This resulted in a vascular dissection of the ileo femoral artery. Stents were applied to the ileo femoral artery which seized further bleeding and maintained hemostasis. However, 5 units blood transfusion were needed. The patient was admitted for post management care and is being monitored. Currently the patient is doing well. The devices will be returned for evaluation. The patient¿s access vessel minimum luminal diameter measured 7.0mm. The vessel was moderately calcified and moderately tortuous.

Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. The delivery system was returned unlocked and fully inserted through the sheath and loader assembly. The guidewire was inserted through the device, and the atrion was attached with 35ml of fluid. The delivery system was visually inspected and the following were observed: strain relief is bunched onto y-connector, crimp balloon torn adjacent to I/c bond, minor gouges observed on flex tip, and the guide wire lumen appears to be stretched.  The esheath was visually inspected and the following were observed: multiple kinks observed on sheath shaft - 2.5", 3.25", 9.5" and 10.25" from sheath distal tip, circumferential delamination on distal end of sheath approx 1" in length, remainder of sheath delaminated on one side, light scratches along sheath shaft, and minor distal tip damage.  Due to the condition of the returned device (crimp balloon torn and esheath fully expanded with partial delamination), no functional testing was performed. The complaints for ¿balloon ¿ torn¿ and ¿delivery system - withdrawal difficulty through sheath¿ were both confirmed by visual inspection. Double wall thickness measurements were taken on the crimp balloon. Wall thickness that is under specification may leave the balloon more susceptible to a tear and may be indicative of a manufacturing nonconformance. The measurements meet the double wall thickness specification. Flex tip outer diameter (od) measurements were also taken. The flex tip is the largest component that must pass through the sheath, and a flex tip that is out of specification may contribute to withdrawal difficulty. The measurements meet the specification. A device history review (DHR) was performed and did not reveal any manufacturing issues that could have contributed to the complaint event. A review of the history for the device lot number revealed no similar complaints. Review of complaint history reveals that the occurrence rate for the applicable trend categories did not exceed the february 2018 control limit. No instruction for use (IFU) or training deficiencies were identified. During manufacturing, the delivery system undergoes multiple 100% inspections, including: visual inspections for device damage, distorted/pinched folds, balloon size, balloons dimensional inspection of wall thickness and proximal and distal ID.  In addition, each lot is required to undergo product verification testing on a sampling basis.  All samples selected from this lot passed the tests performed, including: visual inspection for physical defects and crimp balloon to inflation balloon bond tensile test.  Inspections during the manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for ¿delivery system ¿ withdrawal difficulty through sheath¿ and ¿balloon ¿ torn¿ were confirmed based on the condition of the returned device. Inspection of the device and review of lot history, complaint history, DHR, and manufacturing mitigations supports that it is unlikely that a manufacturing nonconformance contributed to the complaint. Navigation of the device through tortuous anatomy can lead to suboptimal insertion/withdrawal angles, and can cause the delivery system to become non-coaxially aligned with the esheath. According to the complaint site, the patient¿s access vessels were moderately tortuous. It is therefore possible that withdrawing the device through the patient¿s tortuous anatomy caused the delivery system to become axially misaligned with the esheath. This may have caused it to become stuck on the distal end of the sheath, contributing to the reported withdrawal difficulty. Additionally, if the balloon was not fully deflated after valve deployment, this could have caused it to be more difficult to withdraw into sheath. According to the complaint description, ¿excessive force¿ was needed when the commander was being retracted towards the aortic bifurcation. This is likely when the initial withdrawal difficulty was experienced. The distal tip of the esheath was delaminated. The complaint description indicates that after the initial withdrawal difficulty was experienced and the sheath was seen to be delaminated (¿fluro inspection of the sheath showed substantial opening distal end of it¿), some additional force was applied to the system in an attempt to remove it without success. The additional force applied at this time then likely contributed to the crimp balloon tear. Because there was no difficulty reported with de-airing the device, and because the balloon fully inflated during the procedure, this tear was likely not present until the delivery system was being withdrawn. Available information therefore suggests that patient (access vessel tortuosity) and/or procedural (withdrawal of the partially inflated balloon) factors likely contributed to the complaint event. The complaints were confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient (access vessel tortuosity) and procedural (withdrawal of partially inflated balloon) factors may have contributed to the event. Since no labeling or IFU inadequacies have been identified and the respective trend categories do not exceed control limits, no corrective or preventative action is required at this time.

Manufacturer narrative:
Additional information was provided to the clinical specialist, this patient passed away 1 week post procedure. The exact cause of death is unknown; however, it may be related to eventual bleeding at the access site. Updated: outcomes attributed to adverse event. Reference mfg. Report #2015691-2018-01162.